Manufacturer narrative:
This report is being submitted to relay corrected data and additional information.

Event description:
No additional event information at the time of this report.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 3331, 4109 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. A impl tapered scr-v ha 3.7mm 3.5mm 13mm (tsvh13) was returned for investigation. Visual inspection of the as returned product identified bone / tissue attached to the implant external threads and a fracture at the collar. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event.   Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specifications and likely conforming when it left zimmer biomet.   DHR review was completed for the subject lot number (0503126). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa.   Complaint history review was performed for the reported lot number (0503126) for similar events and no other complaint was identified.   The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device.   A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation are patient factors/para-functional habits over the length of the implantation period.   No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided initial report fax number unknown / not provided. Additional PMA/510(k) number ¿ k011028/k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #19 fractured at the head of the implant and was removed. The patient is not returning for replacement.